Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 4, 2020. Device evaluation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 14 cm was also observed within the crease/fold. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6748086 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the left sided rupture reported previously, two calcified lesions with fluid were noted on the side. The lesions were taken for biopsy during replacement surgery. Explant was performed on (B)(6) 2020. During replacement surgery bilateral capsular contracture was noted. Bilateral prosthesis replacement with 255cc mentor memorygel breast implants was performed with explant. See 1645337-2020-04937 for contralateral prosthesis report. 2. Is other serious- uncheck 2. Is required intervention- check the mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: lesion/rupture/capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: 255cc mentor memorygel breast implant, catalog # 3507255mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 255cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.